Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the his bundle lead exhibited high threshold measurements. It was noted that during the placement of the lead, severe myocardial fibrosis was found, and the test thresholds remained high. After repeated searches for the position, the parameters were not good. It was also noted that the lead was screwed into the outflow track and dislodgement occurred after the sheath was removed. The his bundle lead was checked, and the helix was observed to have been deformed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.